Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was not opening. The technical support specialist selected the recover storage space to resolve this issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the smart remote manager was not opening the customer stated that this malfunction caused a delay to the patient care and occurred while dispensing medication to the patient. The user managed to get medication from another station. There were no adverse events or injuries reported based on this event.